Event description:
Information was received indicating that the display to a smiths medical level 1 hotline blood and fluid warmer was found half darkened. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis with a broken lcd, stained enclosure with red in water tank, cracked covers and worn line cord. During analysis, the reported problem was able to be duplicated. It was noted that a damaged lcd was the cause of the reported issue. Service replaced the printed circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be faulty lcd.